Event description:
The customer stated he over bolused at dinner. At 7:30 pm with dinner and a bolus of insulin the customer's blood glucose reading on the contour next link was 152 mg/dl. At 8:50 pm the reading was 43 mg/dl, at which time he suspended his insulin pump. Subsequent readings that evening were 43 at 8:57, 44 at 9:06 and 68 mg/dl at 9:14. He had hypoglycemic symptoms and was taken to the hospital. His blood glucose, according to the hospital was, 19 mg/dl. He was given dextrose IV. The customer returned the test strips for evaluation. New strips were sent to him.